Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02053. It was reported that an error message occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. The catheter was primed and inserted into the patient. Powerpulse was used to deliver thrombolytic without issue. The console was then switched over to thrombectomy mode. The catheter was run for approximately 15 seconds when a 'check saline' message appeared. The pump was also noted to be filling with saline. The catheter was removed and a second angiojet® solent¿ omni catheter was selected for use; however the same issue occurred. A third catheter was selected and used successfully to complete the procedure. There were no patient complications.